Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 60-year-old male noted as high risk percutaneous cardiac insertion was implanted with an impella 5.5 device for mechanical circulatory support. Once the impella was in the aorta, the physician had difficulty with crossing valve. Ventricle filled with attempts to make valve incompetent. Decision made to try diagnostic catheter and wire. 0.035" and al1 advanced across valve without issue. Placement wire advanced and catheter was removed. Impella advanced without issue. Slowly ramped up as bypass flows reduced. Able to get to p9 with >5 l flow. Eventually encountered suction alarms. Flows reduced, volume given back to patient. Then the patient had significant bleeding issues further impacting volumes and then right ventricle began to fail. The team was unable to maintain much flow, ended up maxed out on chemical support. Patient expired after 1.2 hours of impella support. Surgeon does not believe the cause of death was related to the impella.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the low pump flow issue has been completed since the original report was submitted. The device was not returned for investigation. It was reported that the patient has heavy anastomosis near the valve area and the physician had difficultly crossing the valve. The root cause of the delivery issues is due to the patient¿s condition. The root cause of the low pump flow issue was patient condition related to diseased vessels. The root cause of the access site bleeding issue cannot be determined as product was not returned and significant clinical information was not provided.

Event description:
Survival outcome at explant noted the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.